Manufacturer narrative:
Visual inspection verfies the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address this issue.

Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.